Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was reproduced. Dents and scratches were seen on the insulation. The insulation was tested for cracked/damages. The insulation failed the insul scan test. The probable root causes are user misuse, improper sterilization methods, or normal wear. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation in the unit has been compromised.

Event description:
It was reported that the insulation in the unit has been compromised.